Event description:
As reported by end user hospital, an indwelling PICC line was replaced because leakage occurred near the hub. The patient condition was indicated as being "unaffected" by the event. The used catheter was returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical october 2014 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing detached." No adverse trends were indicated. Visual examination of the returned device confirmed that the extension tube with the white clamp had a fracture at the molded luer-to-hub interface. The fracture was approximately 1/2 of the circumference of the hub. The evaluation of the returned sample did not reveal any molding/manufacturing related non-conformance, i.e. No sink marks, short shots or heat damage. The hub-to-extension tubing junction was measured and found to meet ID specification. Additionally, the tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. (B)(4).